Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of finished product device history record determined that this order met all dimensional and visual criteria at the time of release, with no irregularities documented during manufacturing that would have caused or contributed to this complaint condition. Additional product code - hwc.

Event description:
Patient was implanted with va locking compression cloverleaf plate, one unknown cortex screw, and three unknown locking screws on an unknown date. This hardware was implanted on the first metatarsal. It was reported that on an unknown post-operative date, a non-union was revealed. On (B)(6) 2013, patient returned to the operating room for revision surgery. At this time, surgeon removed the cloverleaf plate and all of the screws. This is report 1 of 3 for complaint (B)(4).